Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The malposition of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure based on observations from the returned analysis the device was likely sub optimal. If there is no counter resistance for the suture, the suture will not release from the bearing normally. The return device knot was fully formed, and the knot/suture released from the bearing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a pulmonary vein isolation procedure using a 13.8f sheath. Reportedly, all steps were performed correctly; however, the suture didn¿t release from the suture bearing and the suture came out with the device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.